Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
A patient called and told me she had a catheter placed in (B)(6) at (B)(6). When she got home, the catheter was leaking fluid from her lung and it burned her skin. She believes that the cap had been left off the end of the catheter, causing the leak. Her home health provider noticed the excoriation from the fluid and suggested that she contact the doctor and the hospital. She did both and, ¿no one seemed to care.¿ she even asked the doctor for some kind of ointment to help ease the pain of the burn and he refused. She had the catheter approximately four weeks and got no fluid for three. The attempts to drain were extremely painful and finally it was determined she didn¿t need the catheter. Lung tissue had attached to the catheter due to attempts to drain when there was no fluid. Removal was (B)(6) 2019 and the aftermath was excruciatingly painful for a couple of weeks, which is why she just called today. On 4feb2019: spoke to end user and received the following information. The catheter was implanted on (B)(6) 2018 and removed on (B)(6) 2019. Patient stated that she woke up during the night after the surgery and there was a clear, sticky substance on her side that burned her skin. She cleaned off the substance as quickly as she could. The nurse came in the morning to change the bandage (the gauze was dry underneath) and gave no treatment for the burns. The patient used bacitracin. Additionally the patient stated that the physician that inserted the catheter did not place the cap on the valve and she thought that was the issue. There were no problems after the first dressing change. No further drainage noted and the valve and catheter worked as intended. Patient states that the burns are now healed and she is doing well. Product code and lot number are unknown. There is no sample available.